Event description:
The trunk-ipsilateral component of the excluder bifurcated endoprosthesis was deployed below the lowest renal as planned. Prior to final ballooning of the proximal end of the device, renal flow was confirmed indicating that the device was not obstructing the renal arteries. Following ballooning, it was discovered that flow to the right renal artery was completely obstructed, not by the device, but rather it is believed that calcium broke free during ballooning and obstructed the artery. Wire access was attempted in order to place a stent to restore perfusion, but was unsuccessful.